Event description:
During a venous ablation procedure, the pt was in extreme pain while rf energy was delivered to the catheter. The doctor noted a slight damage to the coil.

Manufacturer narrative:
The pt was given motrin and prescribed vicodin. Dr performed a follow-up on the pt. The pt did not have any problems or complications. Vnus medical technologies evaluated the returned device. The fep damage was confirmed. The reported condition can be caused by a combination of factors, but is most likely caused by uneven contact between the closurefast heating element, and the vein wall during treatment when energy is being applied. The clinical marketing department had been alerted of this reported condition for physician re-training.